Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that anchors from the ar-4500 had been deployed but the knot in the cinch would not tightened. The anchors were both removed from the patient. This was a revision of a meniscal repair and it was completed with a partial menisectomy. The original date of the meniscal repair is unknown. (There was nothing implanted at the time of the original repair).